Event description:
On (B)(6) 2012, a report was received from the internal sales department . The patient's mother states the pump is out of warranty and alleges that the keypad up and down buttons are sticking intermittently and have to be pushed more than once. The patient is being sure all programming is correct. No peeling of the keypad was reported, but the symbols are wearing off. The patient wears the pump in a pouch. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: a visual inspection of the pump showed no damage or peeling to the keypad. Investigation revealed all keypad buttons responded intermittently. The keypad was removed and revealed contamination under the contacts. Unrelated to the original complaint, the display was found to be dim and discolored.